Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous electrode oversensed the t-wave resulting in several inappropriate shocks. Attempts to resolve through reprogramming the sensing vector was unsuccessful. The device was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.